Event description:
A (B) (6) customer called for assistance with performing control tests. She received a result of 10.0 mmol/l. A normal control range was not provided, but should be around 5.6-7.8 mmol/l. No adverse events were alleged. The customer was advised to return her test strips and meter. Replacement products were sent to the customer.